Manufacturer narrative:
Article citation: jaeger, m., randquist, c., gahm, j. Outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound. Prs global open. 2026; 1-9. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported "capsular contracture, baker grade iii/IV". This record is for the right side. Device status unknown.